Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was not responding and insulin pump was locked up and become unresponsive. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.